Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device not keeping the charge even though it was plugged in.